Event description:
A facility reported an 8-year-old female patient who experienced shunt occlusion, vomiting, headache during the use of hakim valve (ID unknown) for unknown indication. Not reported: patient medical history, concurrent condition, family history, past medication, concomitant and co-suspect medications. On an unknown date, the patient underwent implantation of a codman hakim programmable valve at the age of 40 days via unknown route. On an unknown date, patient experienced shunt block and shunt failure and was removed on (B)(6) 2024, with external ventricular drainage (evd) insertion. She was doing good with complaint of vomiting, headache. The magnetic resonance imaging (MRI) showed shunt failure and she had endoscopic third ventriculostomy (etv) but failed indicating shunt dependency. Later she underwent ¿pgm¿ shunt which was failed. At present she is on evn planning for revision of ¿pgm¿ shunt surgery. The outcome of the event was unknown and medical intervention is required. The action taken with hakim valve was unknown. This case was assessed as serious due to other medically important condition and hospitalization. This case was verified by a physician. The causality for the reported events is considered as not assessable due to limited therapy details of the suspect drug, onset date and outcome of the reported events, co-suspects, concomitant medication and relevant medical history. As per the company safety information, the reported events shunt occlusion, shunt malfunction, vomiting and headache are labeled.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Device history record (DHR) update - review of the history device records was not possible as the lot number is unknown. Product ID updated: 823148: UDI - (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The hakim valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.